Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. The caller suspected this was an erroneous measurement; however, a review of the device data confirmed the out of range measurement. Additionally, a noise episode was noted. The caller reprogrammed the lead from bipolar to unipolar configuration which resolved the issues. No adverse patient effects were reported.